Event description:
It was reported that the patient complained of "thumping sensation". The left ventricular (lv) lead output was reprogrammed and remains in use. The patient is a participant in the product (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407652 implantable pacing lead. 2007 (B)(6); c4tr01 implantable pulse generator (ipg). 2013 (B)(6); 5076-45 implantable pacing lead. 2013 (B)(6). (B)(4).